Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) tripped over a drain line and hit his head during setup of peritoneal dialysis therapy. The hp was not connected at the time of the event. The technical service representative advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.